Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's entire system was explanted due to infection. The cause of the infection was unknown. This system includes one abbot right ventricular lead and a medtronic device and left ventricular lead.